Event description:
The customer had an automobile accident due to low blood glucose. Their sugar level was low, then customer ate lunch and bgs went up. Hours later. Their blood glucose was low and blanked out and had the car accident. The customer had the same type episode this past weekend where customer went from high blood glucose, took 4u of insulin, and three hours later their bgs were low. The customer called back to review the programming of the pump and found that the time was thirty-seven minutes slow. In addition, the alarm history shows two different alarms.